Event description:
Surgeon completed placing all 26 expedium screws in patient. He began to contour rod to place in screws. The s1 screw on the patients right was slightly proud and the surgeon wanted to advance the screw to be more in alignment with the other screws to ease rod insertion. He attached the expedium polyaxial driver onto the screw and tried to advanced the screw. Because of the patient's sclerotic bone quality, the screw had an extreme bony purchase. As he tried to advance the screw, the tip of the screwdriver was sheared off into the shank of the screw. The surgeon then placed a small rod into screw head and fastened with a set screw. It was then turned out and replaced with a new polyaxial screw of the same size. No further issues. Construct was then completed.

Manufacturer narrative:
Visual examination of the returned device revealed that the fracture was located at the driver¿s distal tip. The driver was then sent for fracture analysis. The fracture analysis report suggests the driver underwent a quasi-static torsional shear failure starting at the driver hex and is extended to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. A review of the device history record (DHR) was conducted. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. It should also be noted that the device has been in the field for approximately five years. A trend analysis for the expedium quick-connect si polyaxial screwdriver was conducted. Trending was completed and no immediate product action is required. An internal data review has been opened to review design control documentation and similar failures will be monitored as a part of post market surveillance activities. The root cause of driver tip becoming broken cannot positively be determined. However, the fracture analysis report suggests the driver underwent a quasi-static torsional shear failure starting at the driver hex and is extended to the center of the shaft, the potential fracture termination site. No issues have been identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer. No systemic trends requiring immediate action have been observed. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.